Event description:
Additional information received indicates surgery took place on 11 january 2022 wherein the ipg was buried deeper into the patient's stomach. Pain has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is feeling pain at the ipg site. Surgical intervention may take place at a later date.